Manufacturer narrative:
Assessment by merz: no precise information was given on the injection site and date as well as event onset date, so that a local and temporal relationship can only be assumed. Product distribution issue (serious) is considered expected as nodular deposition of material based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. In this case, the information is very sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. According to the physician, the event persisted for almost a year with no information provided on corrective treatment or outcome. Causality for the events is assessed as possibly related to treatment with radiesse based on assumed temporal and local relationship. This case is considered as serious with the serious event product distribution issue because permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from an italian physician and concerns a female patient. The patient was injected with radiesse. Radiesse was hyperdiluted. After the radiesse injection, the patient experienced radiesse cord in the neck. At the time of the report the cord persisted for almost a year. Due to the provided information, the outcome of the event was considered as not resolved.